Event description:
It was reported that the patient¿s pump was possibly over-infusing and was replaced. When the patient would come in for refills, the pump would be empty. There was no patient injury and after the device was removed the patient recovered without sequela. The pump system was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor o-ring wear. Dispense accuracy testing passed. Volume infusion testing performed and was with in recommendations. Other infusion testing performed to show pump behavior. Destructive analysis performed with no significant anomalies. Corrected information: conclusion code and results code no longer applicable.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's baclofen intrathecal treatment was on-going. It was noted that the start date of baclofen intrathecal treatment was (B)(6) 2007. It was reported that there were no other medications contained in the pump at the time of the event. It was noted that the patient was taking lorcet at the time of the event. It was reported that the exact symptoms the patient was having included baclofen withdrawal, spasticity and respiratory difficulty. It was noted that on (B)(6) 2014 the expected residual volume was 6 ml and the actual residual volume was 0 ml. It was reported that on (B)(6) 2014 the expected residual volume was 5.6 ml and the actual residual volume was 0.5 ml. It was noted that the cause of the discrepancy was "end of life of pump". It was reported that the pump was replaced on (B)(6) 2014. It was noted that the patient was receiving effect therapy at the time of the report.